Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose level of 30 mmol/l. The customer treated with glucose pen. Troubleshooting was performed. The drive support cap appeared normal. There were air bubbles in reservoir. Customer was advised to change reservoir and insulin. The insulin was not room temperature. Customer was advised to wait until insulin was room temperature before changing. The product was not returned for analysis.